Event description:
Reference number (B)(4). Event occurred in the united state. It was reported that patient faced infusion set tubing occlusion event on 27-jul-2024. Blockage was located in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.